Event description:
It was reported that a large volume basal bolus infusor experienced no flow during priming. The customer stated that force priming was attempted, but solution would not flow. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The batch was manufactured june 27, 2012 - june 28, 2012. The device was received for evaluation. Visual inspection and functional testing were performed, and no abnormalities were observed. The reported condition was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacturing process. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Functional flow rate testing determined that the device flowed normally. The evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.